Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device was unable to be interrogated. The boston scientific sales representative was unsure if the device had been changed out by a competitor or not. Attempts to gain this information were unsuccessful. To date, no adverse patient effects have been reported.